Event description:
The balloon ruptured in situ. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's evaluation indicates that the balloon had a tear in the latex near its center. Balloon deterioration can occur over a period of time due to physical or chemcial action of the environment.